Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination under the button contacts and the display screen was found to be faded and discolored. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and found that the keypad button symbols were worn and the keypad was peeling from the bottom of the ok button. The pump was powered on for testing and the display screen was found to be faded and discolored. The keypad buttons were tested and were confirmed to be responding appropriately. The keypad was removed and contamination was found under the contrast button contact. Unrelated to the keypad and display issues, the audio bolus button was found to be torn; the button was found to be responding appropriately to presses during testing. (B)(6).